Manufacturer narrative:
Customer reported four thunderbeat devices that failed with detached tissue pads on the same day. These events are captured in medwatches with patient identifiers (B)(6) (tb-0535fcs, kr239789), (B)(6) (tb-0520fcs, 28k), (B)(6) (tb-0520fcs, 28k), and (B)(6) (tb-0520fcs, 29k). This medwatch is for the patient identifier (B)(6). Due diligence has been performed for this event. However, customer does not have any details of the event available at this time. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device teflon pad was detached. There is no reported harm to any patient.

Event description:
Addendum (B)(6) 2023: the procedure was diagnostic kidney transplant. The device was inspected prior to use and failed the probe check test. However, the same device was used for the procedure, and the procedure completed without any issues. The device did not fail in the patient. There is no adverse impact or harm to the patient. Patient¿s current status is fine. The intelligent tissue monitoring (itm) setting was on during the procedure as was the usual practice. The itm setting was not changed during the procedure. The user understands that the characteristic of itm functionality, which is that itm us a support functionality and may not necessarily identify that a tissue has been cut already user is a regular user of the device. No olympus representative was present during the procedure. User was happy to use the device.

Manufacturer narrative:
Additional information has been received for this event from the customer. Correction for event date. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d10, g3, g6, h2, and h10. Event date is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the previous supplemental medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was peeling. Additionally, there was peeling of the coating of the grasping section and peeling of the coating of the probe; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: the tissue pad was worn and partly peeled off because the seal & cut output was performed without gripping anything (including after the tissue was cut). The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Device has been returned. There is a correction of the device lot number. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, g3, g6, h2, and h10.